Manufacturer narrative:
It was reported that the delta30 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
On (B)(6) 2016 , it was reported the laser remained activated after the fiber was removed. As this was an angiodynamics' r & d unit, there was no patient involvement. The unit will be returned to the manufacturing site for assessment and repair.

Manufacturer narrative:
Returned for assessment was a delta30 laser (sn (B)(4)). The unit was received in good physical condition. Functional testing was performed on the returned unit. During testing the reported failure was confirmed. The thermo optic assembly (toa) was replaced and the power supply connector pins were cleaned and lubricated. The laser was calibrated and tested.the unit meets all acceptance criteria. The root cause was determined a defective toa, that caused one of the switches to be stuck in the on position. This is the first time the toa has been replaced in this unit since it was delivered to the account in (B)(6) 2010. The most likely root cause for the defective toa is normal wear and tear. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. The user manual which is supplied to the end user with this unit, states "connect the footswitch to the footswitch socket (line up red dots and insert). If the footswitch is pressed when the ready request is made, the message 'footswitch pressed' is displayed and the footswitch should be released before the operation can continue. The message will disappear when the footswitch is released". Should the generator show an error message in reference to the footswitch, the manual contains the following statement "footswitch connection fault; check that the footswitch has been connected correctly. If this does not clear the problem, call for support from your angiodynamics representative". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).